Event description:
It was reported that this right ventricular lead was revised due to high capture thresholds, and during the procedure the helix mechanism was unable to be extended once it was retracted. It was subsequently replaced and the procedure was completed successfully. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).